Event description:
Boston scientific received information that one day post implant there was loss of capture (loc) at maximum outputs and increased thresholds. This was observed on the implantable cardioverter defibrillator (ICD), competitive right ventricular (rv) lead and left ventricular (lv) lead. The physician performed a revision procedure where they repositioned the lv and rv leads. The competitive rv lead also had impedances greater than 2,000 ohms. The leads and device were successfully modified with no adverse patient effects from the procedure.

Manufacturer narrative:
At this time the system remains in service. Should additional information become available this investigation will be updated.